Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited a marker anomaly as it charged to deliver hv therapy. The device marked the event a vs when it was a true vf however, the device responded appropriately. The device remains implanted.